Event description:
Healthcare professional reported "there was something like a nylon piece in the inner tray of the expander". Device was not implanted. Device will be returned.

Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed in the laboratory was observed a particle on the plastic container through visual inspection. This is event is not categorized as workmanship, but this investigation was opened to further analyze, as the event was confirmed. A review of the current risk documents pfmea-bi pkg and lblg smooth rev 3.0 was performed, and the event of particulate matter on the product or in the thermoform is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with foreign material on implant will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: foreign material on implant.

Event description:
Healthcare professional reported "there was something like a nylon piece in the inner tray of the expander". Device was not implanted. Device will be returned.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ foreign material on implant: observed a particle on the plastic container through visual inspection, it is not assessed as workmanship since it was received out of the sealed package. However, a further investigation is still requested. None of the other observations performed during the device analysis (creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "there was something like a nylon piece in the inner tray of the expander". Device was not implanted. Device will be returned.